Event description:
It was reported that at the end of a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pulseless electrical activity (pea). Case went very smoothly, with straightforward pvi isolation with no technical issues or medical concerns. After closure, upon being woken up by anesthesia, the patient was noted to have no pulse and chest compressions were started. It was determined the pt went into pea and was placed on ECMO. The physician stated they did not believe the complication was related to the treatment or any boston scientific products, but the cause was not determined. The ongoing treatment for the patient has been ended and no further complications have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.